Event description:
It was reported that the patient presented in clinic for an emergency follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) went into backup operation and exhibited loss of defibrillation therapy. Programming changes were made, and the ICD was restored temporarily before returning to backup operation again. The ICD was explanted and replaced. Patient condition was stable throughout.